Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed. Visible contamination. Top case was cracked by front corners and left side of handle. Corner lining on bottom case was worn off. Plunger head was cracked by front corners. Battery communication time out and unable to download event history log due to internet protocol (ip) address issue. . The technician performed power up process and power point process. The reported issue was duplicate. The root cause of reported issue was found to be main board. Customer replaced super cap with counterfeit capacitor on main printed circuit (pc) board. Pump unable to upload software from base unit (interconnect board) to main board. Replaced main pc board, interconnect board and radio board. Perform power point process to upload software from base unit to main pc board. Power up device and all the functional tests passed.

Event description:
It was reported that the battery not working with new battery. No patient injury was reported.